Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the patient underwent an unspecified omf surgical procedure using rhbmp-2/acs in the "gums to build a bridge." Post-operatively, the patient did not grow enough bone at the surgical site. No additional information was provided.